Event description:
A separation. The nurse reported approx 30 minutes after a blood transfusion was started, the tubing separated from the male adapter. The nurse noted blood on the bed and clamped the tubing. The tubing separation was described as "where the soft tubing meets the hard tubing." The tubing set was replaced and the blood transfusion was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.